Manufacturer narrative:
The introducer dilator assembly was returned. The dilator hub was found to be stripped. No damage was found on the sheath. The technician was able to insert and lock the dilator into the sheath without difficulty. The dilator and side port sheath were measured and found to be dimensionally within specification. We were unable to confirm the reported problem. Although we did not repeat this event in the laboratory setting, a stripped dilator hub can occur when the dilator is over tightened into the sheath. This can cause the dilator not to lock into the sheath properly. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Complete event site name: (B)(6) hospital . Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) insertion process, the sheath and dilator could not be locked/ secured properly. A sheath from another insertion kit was used to continue therapy. There was no patient harm or adverse event reported.